Event description:
It was reported that the pt's device was explanted for medical reasons. The pt was reimplanted with another advanced bionics device. The company is in the process of gathering add'l info and a supplemental report will be submitted once new info is obtained.